Event description:
Manufacturer notified walgreen co. That consumer was heating the water and was getting ready to use the product when the face mask popped off the unit, causing hot water to pour onto the users chest and neck. The manufacturer (bigwall enterprises) filed an adverse event report under the number (B)(4). This product was recalled in november 2015 and has not been sold in walgreens store since that recall.